Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, investigators were unable to duplicate the complaint of an under responsive "ok" button. The keypad was removed, and no damage to the button contacts or keypad flex cable were observed. The pump was opened, and no damage to the keypad connector or keypad flex cable were found. The keypad connector latch was secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok/enter button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.